Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels greater than 600 (mg/dl) approximately once a month for the last six months. Reportedly, customer experienced a bg over 600 (mg/dl) and high ketones determined to be life threatening by health care provider (hcp) on (B)(6) 2016. Hcp instructed customer to discontinue pump and revert to manual injections for a few days. Customer was also instructed to drink 12 oz of water and 3 oz of chicken broth every time a manual injection is administered. Customer indicated that they will call back if any further assistance is required when reinstating pump therapy.